Manufacturer narrative:
H4: the lot was manufactured between april 02, 2022- april 03, 2022. H10: the device and a photograph was received for evaluation. The device was received partially filled with a liquid solution. Visual inspection along with magnification of the actual device did not identify any abnormalities that could have contributed to the reported condition. No particulate matter could be observed in fluid pathway of the container. The fill port cap was removed from the actual sample and no issue was observed of connector or cap area. The photograph was reviewed and a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene appeared in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a round, small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified during visual inspection at the compounding facility. There was no patient involvement. No additional information is available.